Manufacturer narrative:
(B)(6). The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit using the naked eye found bladder had ruptured. A microscopic inspection was performed and no abnormalities were noted. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with sodium chloride. This was identified prior to use. There was no patient involvement. No additional information is available.